Manufacturer narrative:
An event regarding revision involving a ceramic head was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were provided for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised. The reason for revision was not reported. The event could not be confirmed as insufficient information was provided. Further information such as the reason for the revision surgery, pre- and post-operative x-rays, revision operative report as well as return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. The following device was also listed in this report: cat# 723-00-36e; trident 0 deg x3 insert 36e; lot# n28n01. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
(B)(6) 2025: the stainless head was correct, the items listed below (stryker liner and ceramic head) is what was taken out during revision surgery.